Event description:
Patient on high frequency jet ventilator. Circuit fault alarmed. Patient was hand ventilated and circuit changed. Patient tolerated well. No sequelae.hospital received voluntary recall notice on circuit.